Manufacturer narrative:
Continuation of medical devices: dtba1d1 ICD implanted: (B)(6) 2013.

Event description:
It was reported that the patient experience palpitations. It was noted that the right atrial (ra) lead was undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.